Manufacturer narrative:
Evaluation results: root cause undetermined. Inherint risk of procedure - allergic reaction. No results available since no evaluation was performed. Device not returned. Allergic reaction. Unable to confirm complaint - device or procedural images not provided for review. Root cause undetermined patient. (B)(4).

Event description:
A resolute integrity drug eluting stent implanted without any reported issue. Post implant while in the hospital the patient suffered hives, after discharge this progressed to what looked like shingles. Patient returned to the hospital, with no resolution. These symptoms (hives and rash) appear off and on, on elbow and knees. Patient has been advised that he is not allergic to nickel. Patient is on plavix and multiple seizure medications.